Manufacturer narrative:
The referenced external distal end percutaneous lead replacement performed on (B)(6) of 2018 was reported on medwatch MFR report # 2916596-2018-01451. Approximate age of device - 1 year and 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that device interrogation revealed multiple pump stoppages. The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log files and observed multiple pump stoppages and low speed operations while the vad system was connected to a power module. Review of the patient's records showed that the patient was provided an ungrounded patient cable due to pump stoppages occurring after an external distal percutaneous lead replacement was performed on (B)(6) 2018. It is not known if the patient was using the ungrounded patient cable at the time of these most recent pump stoppage events. Additional information was requested but not provided.

Manufacturer narrative:
The report of pump stops was confirmed in the submitted system controller log file. Review of the patient¿s history revealed that the patient had a driveline repair done on (B)(6) 2018 under work order (B)(4); however, the patient experienced pump stops following the repair. The patient was then placed on an ungrounded patient cable (reference (B)(4)/catsweb complaint (B)(4)). Multiple requests for additional information, including whether or not the patient was using the ungrounded patient cable during the pump stops, were sent to the customer but no additional information was provided. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.